Event description:
Patient presented to the physician with a suture granuloma causing irritation. Physician prescribed antibiotics. Patient presented back to the physician on (B)(6) 2023 with a suture granuloma at the neck incision causing irritation. Physician prescribed antibiotics.